Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit could not reproduce the unit failure and critical error 7 during testing and review of the device log observed multiple critical errors 7s. The device passed all functional tests using a test sure power battery with no issues noted. As a precaution, the analog board was replaced to reduce the possibility of recurrence. The analog board was scrapped after. The investigation is closed as observed in device data. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib neg bridge arm" message. Complainant indicated that there was no patient involvement in the reported malfunction.